Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed open and weeping wounds on his back under the lifevest. The patient's skin irritation was described as burned skin. There was no alleged device malfunction contributing to the irritation. The patient's primary care physician prescribed a cream. Follow up indicated that the patient's skin irritation improved.